Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by using a different charging cable, while the tandem wall adapter was kept in use. Technical support informed the customer that third-party charging supplies should only be used for troubleshooting and assured a replacement tandem charging cable would be sent via two-day shipping. The pump began charging successfully, and no further assistance was required.